Manufacturer narrative:
Follow-up #1: date of submission 09/29/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: two unexplainable por events observed in the bb history on (B)(6) 2015. The returned battery cap secured to the pump and was used to complete the investigation. The returned battery cap contact height and width measurements were found to be within the required specifications. The battery compartment was intact; no damage or cracks observed. No evidence of moisture was found inside the battery compartment. A leak test was performed and no leaks were found. The pump was exercised for 24 hours with no power interruptions occurring. The pump case was removed and no intermittent conditions or moisture was found inside the pump. Unable to duplicate intermittent power issue. Returned cartridge cap used to complete testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.